Event description:
It was reported by a medical technician that during an inspection it was found that the drill bit gets hot and smokes. There was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The manufacturer evaluation revealed a rough bearing and the device was found to be dirty inside which indicates improper device handling/cleaning process.